Event description:
The patient contacted lifescan alleging that gheir one touch ultrasmart meter was prompting the error 5 message. The medical affairs specialist mailed a letter since the patient could not be reached. Thepatient reported that they had been unable to obtain a result in several days. They reported that they had to visit the hospital to have their blood glucose level tested. Results obtained from the hospital were not provided. The patient was unwilling/unable to indicate they recieved any medical treatment. The patient did not allege harm. There is insufficient information to suggest that the patient experienced injury or medical intervention. The meter, test strips, and control solution were replaced.